Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro , they noted plastic fibers in the dissection cone. I was able to remove a large fiber but the others remained.

Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Corrected section: h6 device codes - changed to environmental particulates. Trackwise # (B)(4). A lot history record review was completed for the last 3 lot #s shipped to the account prior to the event date. There were no ncmrs for lots 25148292, 25148278. There are no ncmr¿s which could be considered related to the reported event for lot # 25148349.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro , they noted plastic fibers in the dissection cone. I was able to remove a large fiber but the others remained.